Manufacturer narrative:
Correction: section d4 - the previously reported serial number: (B)(6) was incorrect; the correct serial number is (B)(6). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an elevated capture threshold was noted on the right ventricular (rv) lead. Programming changes were made. The patient continued remote monitoring, as physician diagnosed a probable lead dislodgment via posterioanterior /lateral chest x-ray. This information was reconfirmed during pre-op testing and subsequent fluoroscopy. The patient, despite being device-dependent, experienced no adverse events leading up to the procedure. Implantation of the new rv lead was without incident. The extraction of the rv lead was uneventful. The patient remained stable post-operative until same-day discharge.